Manufacturer narrative:
Concomitant medical products: 5076-45 lead, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was t-wave oversensing (twos) on the right ventricular (rv) lead that caused the patient to have an abnormal rhythm. The lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.